Event description:
The customer's mother reported a frozen screen and intermittent button response. The mother did not want to complete the troubleshooting, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to an open connector on the liquid crystal display board.